Event description:
It was reported that during an open sigmoidectomy, unable to complete the staple line. Used a different like device to complete the transection safely. There was no adverse patient consequence.